Event description:
The patient reportedly experienced intermittencies and loss of lock with his device. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirming that the device was not functioning. Surgery to explant the patient's device is under evaluation.